Manufacturer narrative:
A zoom rdl, a third-party catheter, and a third-party rotating hemostasis valve (rhv) were returned for investigation. The devices were received as an assembly. The returned catheter was kinked and the marker band was observed to be damaged causing the tip opening to be ovalized. Follow up with the institution indicated that the zoom rdl, including the tip, was examined upon removal from the patient and kink and tip damage were not observed at that time. The kink and tip damage were likely to have occurred after the procedure during handling and transport of the zoom rdl back to imperative care. The returned third-party catheter and rhv did not exhibit any obvious signs of damage. The manufacturing records for the zoom rdl were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the information provided and limited case images, the exact root cause for the artery damage could not be determined. However, the patient experienced vasospasm during retraction of zoom rdl, which without administration of vasodilator drugs, may have contributed to the potential abnormal interaction with the device and radial artery.

Event description:
An 87-year-old female patient was undergoing an embolization procedure for arteriovenous malformations (avm) and middle meningeal artery (mma) on the right side. According to radial protocol, the patient received a vasodilator cocktail (nitroglycerin, verapamil, and heparin) before the procedure. Access was achieved from the right radial artery using a 7f slender sheath and a zoom rdl. There were no issues with introducing the zoom rdl and accessing the right common carotid, and both internal and external carotid arteries. Resistance was noted when advancing a guidewire and third-party aspiration catheter, intermediate and microcatheters for delivery of onyx and nbca and embolization coils through the zoom rdl. The treating physician suspected that the zoom rdl may have kinked, as more force was required on the zoom rdl as the procedure progressed. After completing the avm and mma embolization, the treating physician felt minimal resistance while slowly retracting the zoom rdl. The patient experienced vasospasm of the radial artery and the physician did not administer additional vasodilator drugs. The physician then reported feeling a "pop" and a sudden retraction of the zoom rdl. Upon inspection, tissue was found on the shaft of the zoom rdl at the access site. Angiogram imaging revealed extravasation of contrast in the radial artery and artery damage. After consulting with a vascular and plastic surgeon, the patient was transferred to surgery to ligate the radial artery. The patient has recovered and is stable, with full function of the right hand.